Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue the proglide was used in the profunda femoris. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The reported patient effects of pain and tissue injury are listed in the IFU as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the patient effects and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the common femoral artery was the access site for a cerebral angiogram diagnostic procedure using a 5f sheath. The foot was not successfully retracted, which caused the device to be entrapped in the vessel. The patient required additional doses of fentanyl and versed for pain control. Total of 150 mcg fentanyl IV and versed 3 mg IV was given. No additional information was provided.

Manufacturer narrative:
Report # mw5103841. (B)(4). The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: ¿on (B)(6) 2021 a (B)(6) male patient underwent a cerebral angiogram for right middle cerebral artery bifurcation aneurysm. At the end of the procedure, an unsuccessful attempt to close the arteriotomy site was encountered due an intravascular resistance. A decision was made to use a perclose closure device. Upon deployment of the perclose device the sutures were not attached to the device. The medical record shows that the device malfunctioning and persistent "open position" and further attempts to manually remove the device may result to vessel rupture. The patient was taken to the operating room for the removal of the malfunctioned perclose device. Exploration of the right femoral artery, profunda femoral endarterectomy, vein patch repair, profunda femoris artery extending onto medial circumflex artery and reimplant lateral circumflex artery. During the procedure the perclose device was noted to have entered the profunda femoris at the bifurcation of the lateral and medial circumflex arteries. Calcified vessels were noted. The confluence of the medial and lateral circumflex, and profunda femoris was destroyed by the device, extensive repair of the vessels was performed. Blood flow resumed through the system with easily palpable pulses. The wounds were inspected for hemostasis. Floseal and surgicel were used. Jackson-pratt drain was applied. Incision was closed in layers of vicryl suture. Dermabond was applied. The patient remained intubated and was transferred to cardiovascular intensive unit. On (B)(6) 2021 the patient was discharged home. FDA safety report ID# (B)(4).¿ report # mw5103841.